Event description:
Boston scientific received info that this right ventricular lead had high thresholds and a loss of capture at 7.5v at 1.5ms. As a result the lead was explanted and returned. No adverse pt effects were reported.